Event description:
It was reported that the pt's system makes disturbances like cell phones. It happened now and then, but currently it happens several times a day. The sounds ranges from very soft to very loud. Testing confirmed that the device has malfunctioned. Re-surgery is planned to be carried out within two months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.